Event description:
International affiliate reports that an x-ray revealed that two screws, both catalog # 179722750, lot affbbmw, has loosened. Revision surgery found that one of the two screws had a broken shaft. The surgeon reports that, the pt had not fused following the initial surgery and this may have contributed to the screw breakage.

Manufacturer narrative:
No conclusions can be made at this time. The devices are intended to be a temporary fixation device to aid in the process of fusion and breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.